Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin flow blocked alarm during basal. The customer had not reported the symptoms and treatment. Customer's blood glucose level was 500 mg/dl. Customer declined to troubleshoot for high readings. Customer states that they had trouble delivering insulin to the pump and was delivering a bolus and it seems like it is not going through to the skin and site. The customer was assisted with troubleshoot for insulin flow blocked alarm. Assisted customer in performing a 5.0u fill cannula. Customer reports insulin exits the tubing. Customer states the cannula is bent. The insulin pump will not be returned for analysis.